Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the mx550 speaker is abnormal. No additional clarifying information was provided. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a field service engineer. The results of the analysis indicate the speaker was damaged and the device was not producing sound. The issue was resolved by replacing the speaker assembly.

Event description:
It was reported that the mx550 speaker is abnormal. It was confirmed that the speaker emits no sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.